Manufacturer narrative:
Product evaluation: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause: root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested 02/10/2011, 02/15/2011 and 03/01/2011 by phone, mail and fax. Additional information was received 02/10/2011 and 02/15/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that a surgeon exchanged an intraocular lens due to subluxation. There was not enough capsule support. In a follow up, the surgeon's clinical coordinator reported that the patient was doing fine after the exchange. Additional information has been requested.